Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred after priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. The caregiver (cg) stated that after priming completed, there was a 6 inch gap of air in fully primed patient line. Renal therapy services (rts) had the cg shake the line to try to move or break up the air gap. The cg stated that the air did not go away. The cause of the air gap was not determined. Rts advised the caregiver to start set up again with new bags and cassette. There was patient injury or medical intervention associated with this event. No additional information is available.